Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 4 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 4 reported complaints with device returns: 3 were resolved with a battery replacement; 1 were resolved with a main circuit board replacement; all devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
This report summarizes 4 malfunction event where it was reported to resmed that an astral 100 device had a battery related issue. The battery issue reported was related to battery error message displayed. There was no patient harm or serious injury reported as a result of these incident.